Event description:
During follow up, the header was observed to be detached from the body of the device. The device was explanted and the patient was in stable condition.

Manufacturer narrative:
The device was received for investigation and the device header was found to be detached from the body of the device. The cause of the detached header was found to be an adhesion anomaly between the header and the body of the device.